Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. The patient is unable to locate the wire but it does not appear to be in the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.